Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received an unexpected restart alarm and was unable to clear it to continue using the insulin pump. The customer¿s blood glucose level was 279 mg/dl. Troubleshooting was performed. The customer stated the insulin pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. The customer was advised to remove the current battery and insert a new battery. It was noted that the insulin pump alarmed an unexpected restart. Additionally, it was noted that the keypad was not responding after getting the unexpected restart alarm. The customer was advised to observe the time clock for one minute. The customer verified that time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self- test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no unexpected restart alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.